Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. It was noted the right ventricular lead exhibited noise and low impedance. The lead was also suspected with insulation breach due to the lead noise and low impedance. The lead was abandoned and replaced. The patient was stable before, during, and after the procedure.